Manufacturer narrative:
The unit was evaluated by the customer who verified that the unit was functioning properly. The unit was not made available for evaluation.

Manufacturer narrative:
The device has not been made available to evaluate

Event description:
As the customer was pulling a stryker power cot out of an ambulance the cot allegedly did not catch on the safety hook and came off the ambulance and fell out with a patient in the cot. When the cot had allegedly not caught onto the safety bar it hit the bumper causing it to tip to its side where the patients right arm was hit. The patient did remain secured to the cot. The patient was unstrapped and rolled onto a back board. The patient was then re-strapped to the cot and loaded back into the ambulance to be taken into the hospital. It was reported that the patient did suffer additional injuries due to the fall. It was reported that the patient experienced pain in their right arm and needed a cervical neck brace put on. The patient allegedly lost consciousness for 5 seconds due to the fall, and the patient was allegedly "frothing" at the mouth. There was no alleged malfunction with the cot based on the customer's' in-house fleet mechanic. The cot was not taken out of service as it was deemed fit for use by the customer. Details regarding the location of the event and if the product is available to stryker were withheld. The reporter of this event was also unable to provide the model number and serial number of the cot involved in the alleged incident.

Event description:
As the customer was pulling a stryker power cot out of an ambulance the cot allegedly did not catch on the safety hook and came off the ambulance and fell out with a patient in the cot. When the cot had allegedly not caught onto the safety bar it hit the bumper causing it to tip to its side where the patient's right arm was hit. The patient did remain secured to the cot. The patient was unstrapped and rolled onto a back board. The patient was then re-strapped to the cot and loaded back into the ambulance to be taken into the hospital. It was reported that the patient did suffer additional injuries due to the fall. It was reported that the patient experienced pain in their right arm and needed a cervical neck brace put on. The patient allegedly lost consciousness for 5 seconds due to the fall, and the patient was allegedly "frothing" at the mouth. There was no alleged malfunction with the cot based on the customer's' in-house fleet mechanic. The cot was not taken out of service as it was deemed fit for use by the customer. Details regarding the location of the event and if the product is available to stryker were withheld. The reporter of this event was also unable to provide the model number and serial number of the cot involved in the alleged incident.